Manufacturer narrative:
Final analysis found that the atrial ring contact spring had epoxy on its outer surfaces. The epoxy was interfering with the contact between the spring and the device¿s ring slot. The epoxy was in patches and clumps and in some places broken off. This will cause the spring to make intermittent and varying contact with the ring slot which will generate noise and cause intermittent open lead impedance measurements.

Event description:
It was reported that during a lead revision procedure, the atrial lead was inserted into the atrial header port of the pulse generator and was loose. The device was explanted and replaced. The lead was successfully inserted into the replacement device.